Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) that encountered the issue found that both the vacuum and pressure leak statuses failed. The fse replaced the drive manifold assembly. The fse completed the preventative maintenance (pm) performed with full calibration, functional testing and electrical safety checks. The following investigation was performed by technician of the maquet failure analysis and testing dept. (B)(6). The failure analysis and testing dept. Received drive manifold assembly, with a reported unit failure of the drive manifold assembly failing the drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Ran the all manifold test. This part failed the drive manifold leak portion of the test. Fat was able to replicate the reported failure. Root cause unable to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit drive manifold test failed . There was no patient involvement reported .